Manufacturer narrative:
The customer was informed that this device is at end of life and stryker no longer supports this device. The device was not returned to stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is no longer working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.